Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: date of event: exact date is unknown. Best estimate is between (B)(6) 2020 ¿ (B)(6) 2020. Device evaluation: product testing could not be performed as the product was discarded. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the device were reviewed based on the kit number. All the records for production process were found to be acceptable, all testing items were completed and met specifications. There was no non-conformance related to this complaint. In conclusion, reported lot was deemed acceptable for release. Complaint data was trended in previous 12 months by the reported lot number: ze07751; search result: only the objective complaint was reported in previous 12 months. Based on manufacturing record review and historical complaint review, there was no indication of a product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The consumer reported that his oxysept contact lens case cup had mold. Consumer was horrified to find that black mold had formed in the contact lens case. Per the consumer he uses the solution, tablets, and container properly. He ventilated the container when he was wearing the lenses. He noted that the 3-month pack of oxysept only has one lens case and that one lens case can get moldy. He never experienced a moldy lens case before and he is a long time contact lens wearer. He is concerned of what would happen if the mold went in his eye. The device was discarded. No further information was provided.